Event description:
In 2004 - a dental implant was placed in tooth location #30. Subsequently, the pt was experiencing pain and numbness. Twelve days later - the implant was removed. In 3/2005 - the clinician was contacted. He stated "the pt was seen post-op and the pt no longer had any pain and is healing well".